Event description:
It was reported to philips that the system host computer was unable to start automatically. No harm to the patient or user was reported. Philips has started an investigation of this complaint.